Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was starting yesterday, when recharging the ins they would get recharging excellent and after an hour of charging the ins would not go past 30% battery so the battery would run down real quick. Troubleshooting was unable to be performed as pt did not have their recharger or controller present. Pt will call back for further assistance. No symptoms were reported.